Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred with multiple cartridges during basal delivery. Blood glucose (bg) was over 500 mg/dl. Bg level was treated with manual injections. Reportedly the customer reverted to manual injections for insulin therapy.